Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly checked the ventilator after the event. The o2 cell was replaced and the ventilator then passed pre-use check and was put back into service with no issues. Replaced part was not returned for investigation and no ventilator logs were provided. If the ventilator system has been in continuous use for an extended period, the measured o2 concentration may drop due to normal degradation of the o2 cell. When performing a pre-use check, the o2 cell will be properly calibrated. The o2 cell is used only for measuring and will not affect ventilation. Since no ventilator logs were provided for investigation, the root cause of the event has not been determined but most likely there was an issue with the o2 cell. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that it was not possible to set the o2 concentration setting higher than 95%. The patient was removed from the ventilator. There was no patient harm. Manufacturer ref.#: (B)(4).